Manufacturer narrative:
H6: damaged firing trigger. Evaluation summary. Instruments a and b were received with the firing triggers stuck halfway and with the reload cartridges in the instruments. The cartridges were received partially fired and instrument a's cartridge lockout tab was bent. The damage to the cartridge lockout tab is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. Instrument a was found to be non functional as the firing mechanism was noted to be damaged. It was disassembled to verify the condition of the internal components; the left shroud pinion axle support and the pinion gear teeth were found damaged. Instrument b's cartridge was returned with a wedge band bypass as the right side was 1/10 fired and the left side was 2/10 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout tab and was found bent. The instrument was disassembled to verify the condition of the internal components; the firing trigger teeth, the left shroud pinion axle support and the pinion gear teeth were found damaged. No functional test was performed due to the condition of the instrument.

Event description:
During an anexectomy procedure, after firing the device, the device partially fired and a new one had to be used. No patient consequence.